Event description:
While the surgeon was using the intuitive monopolar scissors, he noticed that it would no longer open or close, instrument was removed and replaced with a new scissor and upon inspections there was a broken cable.